Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiogenic shock/right ventricular dysfunction could not be determined through this evaluation. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year, 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 2(B)(6) 2017. It was reported the patient post-operative course has been complicated by cardiogenic shock and right ventricular dysfunction. The patient was administered milrinone and epinephrine. The patient was weaned off inotropes prior to discharge. No further information was reported.